Event description:
It was reported that the device was explanted after implant duration of zero days, due to an unsuccessful ring repair. Information learned from implant patient registry and from the operative report.

Manufacturer narrative:
Device not returned